Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the angle wire fluid damage, the u/d and the r/l pulley wire fluid damage, the electrical connector fluid damage, the suction channel buckled, the deflector wire stretched, the control body corroded, the lg cable connector corroded, the light guide cable leaky, the deflector operating knob leaky, the jet socket cut, the light guide cable cut, and the eog valve loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).